Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call insulin pump's insulin delivery was suspended. The customer¿s blood glucose level was 80 mg/dl and sensor glucose was 40 mg/dl at the time of the event. The customer¿s blood glucose level was 305 mg/dl. It was reported that the customer was treated with insulin pump. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose. The device will not be returned for analysis.